Manufacturer narrative:
Follow-up information received by the customer reported that no part of the bronchoscope sheath was visualized in the patient's airway. The subject bflex 2 regular 5.0 single-use bronchoscope was returned to verathon for evaluation. A verathon technical service representative evaluated the device and was able to confirm the reported damage to the tip of the bronchoscope. Visual inspection identified a portion of the sheath around the distal tip was completely separated. Upon completion of verathon's initial device evaluation, the bronchoscope was provided to verathon's engineering department for further investigation. Should additional information become available, a supplemental report will be submitted in accordance with 21 cfr 803.56. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
A customer reported the tip of a bflex 2 regular 5.0 single-use bronchoscope was damaged when they attempted to insert the bronchoscope into the patient. No delay in procedure, use of a backup device, or harm to the patient was reported.